Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged eye irritation and shortness of breath. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged eye irritation,the doctor has done an MRI and has found something in her lungs and shortness of breath related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation was conducted and noted that there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be. Evidence of unknown liquid ingress and corrosion at power connector. There was evidence of liquid ingress at the power connector. An interior investigation was performed and noted there is unknown dust/dirt contamination present within bottom enclosure, blower housing, on blower motor casing, on impeller, and on rear panel o-ring. Evidence of unknown liquid ingress was found within blower box, motor casing, bottom enclosure, and blower box housing. P4 connector observed to have corrosion and rust due to liquid ingress. A keratin-like substance was observed on the blower box housing outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The device's downloaded event log was reviewed by the manufacturer and found thirty-two errors. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit and confirmed no presence of degraded sound abatement foam.